Event description:
Customer reported to beckman coulter, inc. (Bec) that they were setting up the coulter act diff 2 analyzer which they had purchased from a company that went out of business. Customer reported that while they were setting up the unit, the wbc (white blood cell) bath started overflowing. Customer reported that the volume of the overflow was about 1/3 cup. Customer reported there was also a burning smell. Customer reported they did not see any flames, smoke, sparks or arcing. Customer reported the fire alarm did not go off. Customer reported they did not call the fire department. Customer reported they did not need to use a fire extinguisher. Customer reported they powered off the coulter act diff 2 analyzer, unplugged the unit from the wall, and found the plug was melted. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not notice any burning smell. The fse noted the customer had already replaced the power cord with an acceptable power cord prior to his arrival. The fse found the waste lines from the baths and the isolator chamber (vic) were pinched from the instrument being in long term storage which caused diluent to overflow from the baths because the diluent could not drain properly. The fse massaged and repositioned the tubing within the valves to resolve this issue. The baths and chambers drained properly after the repair. The fse noted only diluent had leaked from the instrument, no biohazard conditions exist as no blood was run on this instrument since the instrument was used in an educational environment.

Manufacturer narrative:
(B)(4).